Manufacturer narrative:
The ge service rep verified the problem and installed a new ps 1 power supply. He checked and verified the system was fully operational as designed by booting the system 5 times, taking several fluoro images and observing no errors or problems.

Event description:
The customer reported that the system did not boot up. No pt injury was reported.